Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The door not fully latched messages were confirmed and reproduced. The messages were found to be caused by excessive force needed to close the door. The door hooks and latch pins were replaced. See scanned page.

Event description:
It was reported a spectrum pump had a door latch error. It was also reported there was no pt injury.